Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product(s) : 4517 lead, implanted: (B)(6) 2005; a 0185 lead, implanted: (B)(6) 2005; a 4470 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device had early battery depletion. It was also noted the patient needed frequent high voltage therapy delivery. The device was explanted and replaced. No patient complications have been reported as a result of this event.